Event description:
It was reported PICC implanted on (B)(6) 2021 and used for the administration of pixantrone with 1 administration a week x 3. On (B)(6) 2022, the customer communicates that during the device management procedure 2 lesions ere detected (holes) at 8 and 9 cm. No other information was provided. (B)(6) 2022- two devices were returned for evaluation. This report addresses the second device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. The products returned for evaluation were two 4 fr single lumen powerpicc solo catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated, and one split was observed between the 17 cm and 18 cm depth markers in one sample and two splits were observed just distal to the 8 cm and the 9 cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were slightly rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Indentations in the catheter tubing near the break indicating additional points of kinking. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed to the failure. A lot history review (lhr) of refp3186 showed three other similar product complaint(s) from this lot number.